Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The evaluation of the provided logs confirms the internal leakage test failure and it also shows failure with the flow transducer test and patient circuit test. Our field service engineer investigated the ventilator on site. During inspection, it was noticed that the air gas module was contaminated with water. There is no information on whether the gas module was replaced or not. No further issues have been reported after the reported incident. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. There is no conclusion on how the liquid spill entered the gas module or what kind of liquid spill it was. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).